Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pca extension tubing was cracked and leaking. The leak was located where the primary line connects to the extension set. No patient harm reported.

Manufacturer narrative:
The customer¿s report of cracked and leaking extension tubing was confirmed. Inspection under magnification noted a thin crack along the side of the top portion of the female luer. There was no discernible damage to the rest of the tubing. Functional testing was performed and fluid was leaking from the side of the luer. The root cause of the crack was not identified.

Manufacturer narrative:
(B)(4)